Event description:
The event is reported as: "complaint alleges that the nebulizers do not nebulize properly. Complaint states that the device fails to produce output during use." No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device history record (DHR) review do not have records related to improper functional test or conditions that could lead to an improper nebulization during use of the product code. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.